Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type catheter.

Event description:
It was reported that the patient¿s catheter was fractured in the back. The catheter was revised and the pump was also replaced on (B)(6) 2014. The pump replacement was elective as they were revising the catheter so decided to replace the pump as well. No patient symptoms were reported. The device system delivered gablofen. Additional information has been requested and a follow-up report will be submitted when new information becomes available.

Event description:
Additional patient medications included artane. Patient history included cerebral palsy, mixed tone, and no known drug allergies. The doctor noted that the patient had been tandem sky diving 9 times. Patient symptoms included withdrawal with increased tone and difficulty driving his power wheelchair. The location of the catheter issue was at the level of the dorsal lumbar fusion. The catheter issue was identified via x-ray. It was unknown when the catheter break occurred. It was unknown if any fragments of the old catheter were left implanted following the replacement. The new location of the catheter tip was c7 ¿ t1. There was difficulty with regulation of the baclofen dose post operation. Patient outcome was recovered without permanent impairment.